Event description:
Staff noticed a leak in the y connector on the mamic left heart kit. The flush bag is leaking into the waste bag. There was no harm to the patient. The staff at the facility figured out a way to use the product by opening a separate waste bag or by hanging the existing waste bag from the kit higher than the pressure bag.